Event description:
It was reported that after insertion into the pt's internal jugular, they realized the side arm was drawing in air. As a result, it was immediately removed and another kit was opened. While inserting the dilator into the pts' ij, the physician noticed it was cracked at the top. As a result, they decided at this point to place a central line instead. The central line was placed successfully. There was a delay in treatment long enough for them to open another kit. There was no pt death and no pt complications were reported. The pt was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.